Event description:
Potential for injury associated with a tdxsp-mcg power chair where the user tilted the chair back and cut a wire which shorted out the switch. This issue could cause electric shock to the user.